Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer experienced a significant spike in blood glucose levels, indicated as "high," due to these issues. To manage this, customer administered a corrective injection via mdi. Despite the recurring occlusion problems, there was no need for third-party assistance. Reportedly, the customer reverted to an alternate method insulin therapy.